Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 43 and 46mg/dl from one meter and 220mg/dl from the other. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. A new meter was sent to the customer